Manufacturer narrative:
It was indicated this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead noted reduced r-waves, high threshold measurements and loss of capture at maximum output. No asystole was noted as the patient had a good underlying rhythm. It was indicated the rv lead was dislodged. As a result, a revision procedure was performed. Attempts to reposition at multiple sites were made due to difficult anatomy, but the physician requested a new rv lead. No additional adverse patient effects were reported.